Event description:
Customer alleges he smashed his foot on a wheel because his foot wasn't all the way on the footplate. Lap belt doesn't stay tight. A rubbing or grinding noise coming from right drive wheel.

Event description:
Customer alleges he smashed his foot on a wheel because his foot wasn't all the way on the footplate. Lap belt doesn't stay tight. A rubbing or grinding noise coming from right drive wheel.

Manufacturer narrative:
A field service technician evaluated the device. The fst adjusted the lap-belt and joystick mounting. The unit is working properly. The dealer is going to provide a different footplate to the consumer.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued should more information or the device become available for evaluation.